Event description:
A surgeon presentation received through copy approval for an upcoming course. (B)(6) male with ankylosing spondylitis and cc of inability to look forward. Complications: incidental durotomy dorsal l3, left hip flexor and quad weakness with decreased sensation l2 and l3 distribution, ileus, dvt with pe, surgical site infection with staph epi. N=1: deep wound infection.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.